Event description:
When the physician was exiting the uterus, the physician believes he cut the vagina because the aveta wave+ disposable resecting device blade jammed. The physician was able to stitch and closed the tear with no issues. No issues expected with the patient outcome.

Manufacturer narrative:
The reported aveta wave+ disposable resecting device, 3.9 (wave+ drd) would not turn/ wouldn't work was not confirmed. The returned devices functioned as intended. The root cause of the failure is inconclusive. There was minor tip deformation observed, however, the device was found to be functional and minor deformation did not affect the ability of the device to be withdrawn into the aveta hysteroscope working channel. The reported laceration or tissue damage while the wave+ drd was being pulled out at the end of the procedure, was likely due to removal of the wave+ drd while it was not fully withdrawn into the aveta hysteroscope's working channel leading to tissue damage and is determined to be user error. Meditrina's instructions for use/user manual states "once physician has determined the procedure is complete, retract resecting device assembly from the hysteroscope, if using. Carefully remove hysteroscope from patient."